Manufacturer narrative:
Additional information was added to h4 and h6: h4: the device was manufactured from november 5, 2019 - november 6, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a ce infusor lv (large volume) ruptured during filling. This occurred while injecting device with dextrose and fluorouracil prior to use on a patient. There was no patient involvement. No additional information is available.